Manufacturer narrative:
Lit ref:https://doi.org/10.1016/j.wneu.2018.07.142. If information is provided in the future, a supplemental report will be issued.

Event description:
A total of 97 patients with internal carotid artery stenosis underwent cas using the dual-protection (simultaneous flow reversal and distal filter) and blood aspiration method. Medtronic devices (guardwire balloon wire system and export aspiration catheter) were used during the procedures. The overall technical success rate of the cas procedure was 100%, and all stenoses were dilated. Clinical outcomes after 30 days included minor stroke and transient ischaemic attack.